Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 295 and a bolus via the pump was delivered. A pump system check was performed and no device issue was identified. Afterward, the customer's bg remained elevated (level not reported). The customer declined to provide further information and declined tandem technical support's offer to troubleshoot.